Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of additional investigation the screen blacking out and image noise was confirmed. The cause of the image issue was attributed to the use of a third party high-frequency ablation power device by the customer. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor, which may affect the procedure, or may eliminate the endoscopic images. Confirm that the high-frequency noise is at a level that does not affect the observation and treatment before using the high-frequency ablation power device. Unchecked use may damage the body cavity when using a radiofrequency ablation device, some noise and color changes may occur in the endoscopic images.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. To date the device has not returned to olympus for the reported event ¿the entire screen may black out when the high-frequency device is output.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor during therapeutic gastric endoscopic submucosal dissection (esd) cases, the entire screen may black out when the high-frequency device is output. Issue does not happen every time. There is horizontal noise. The image was sometimes distorted. When the high frequency output is stopped, the image is displayed. There was no prolongation of the procedure or harm to the patients' health due to this defect. After replacing the serial digital interface (sdi) cable connecting the video system center to the medical imaging monitor, the problem was resolved. The procedure completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. When esg-400 (foot switch device) was started in the vicinity of the device, the monitor was checked, but it did not reproduce that the entire screen was blacked out. Neither lateral noise nor image distortion was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to identify the cause of the subject device's induced noises or blackouts. The event can be detected/prevented by following the instructions for use which state: if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor or affect the procedure, or the viewing screen may disappear. When using a radiofrequency ablation device, there is some noise in the observation images. Olympus will continue to monitor field performance for this device.